Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that an elective controller exchange was performed as a result of a "controller fault" alarm. There was no patient injury reported as result of current event. The exchanged controller ((B)(4)) was returned to the manufacturer for evaluation. Evaluation confirmed the reported "controller fault" alarm event via log file review although the controller passed visual and functional testing. The root cause for the reported 'controller fault alarm' was found to be a failure of the automatic power switching circuit due to user interface controller (uic) power mismatch. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that there was a failure of the controller. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.